Event description:
A healthcare facility in united kingdom reported via the medicines and healthcare products regulatory agency (mhra) that a deviation in the positive end-expiratory pressure (peep) value was observed during the resuscitation of a patient using a 900rd010 adjustable t piece resuscitation circuit. The peep, which should ideally be maintained at 10 cm h2o was noted to be at an elevated level of 25 cm h2o. It was further reported that the patient developed pneumomediastinum after the circuit was used for the first 15 minutes of resuscitation before the high peep value was observed. The patient was subsequently transferred to a specialist care unit and received appropriate treatment for pulmonary hypertension and made a full recovery. There were no further patient consequences reported. F&p have requested further information about the event and patient condition.

Manufacturer narrative:
(B)(4). Method: the complaint 900rd010 adjustable t piece resuscitation circuit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was performance tested by a trained f&p technician. Result: the returned device was tested on different flow rates, pressure settings and peak inspiratory pressure settings. Performance testing of the complaint device revealed that it was able to achieve the desired readings and the readings were within the prescribed specification. Conclusion: the customer reported that the complaint device was in use for resuscitation before a high peep value was noticed. This indicated that the peep cap was not adjusted accordingly prior to connecting the patient. Performance testing of the complaint device revealed that the device was performing as intended. The user instructions which accompany the 900rd010 adjustable t piece resuscitation circuit has instructed the user to connect the test lung to t-piece circuit and test resuscitator function before connecting to the patient. The f&p classic t-piece circuit (900rd010) is a single use breathing circuit intended to provide ventilatory support to neonates and infants with respiratory insufficiency. The device is designed to connect to the f&p neopuff t-piece resuscitator or any other gas-powered resuscitator complaint to (B)(4). This device is designed for use in the hospital environment and must be prescribed by a physician. It is intended to be used by medical professionals including physicians, nurses, midwives and respiratory therapists. The following general warnings have been included in the user instructions: the f&p classic t-piece circuit and f&p neopuff t-piece resuscitator are intended for use by medical professionals trained in infant resuscitation. -do not occlude the resuscitation tubing. -do not connect the t-piece circuit (900rd010) directly to a high-pressure gas source. The t-piece circuit must be connected to the outlet port of the neopuff or gas-powered resuscitator. Bypassing the resuscitation device may result in serious patient harm.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported via the medicines and healthcare products regulatory agency (mhra) that a deviation in the positive end-expiratory pressure (peep) value was observed during the resuscitation of a patient using a 900rd010 adjustable t piece resuscitation circuit. The peep, which should ideally be maintained at 10 cm h2o was noted to be at an elevated level of 25 cm h2o. It was further reported that the patient developed pneumomediastinum after the circuit was used for the first 15 minutes of resuscitation before the high peep value was observed. The patient was subsequently transferred to a specialist care unit and received appropriate treatment for pulmonary hypertension and made a full recovery. There were no further patient consequences reported. F&p have requested further information about the event and patient condition.